Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that she experienced high blood glucose since the day before. Customer's blood glucose was in the 500 mg/dl range and when waking up it was at 433 mg/dl and after breakfast it was over 600 mg/dl. The customer was treating with the insulin pump but was not able to lower her readings. During troubleshoot; it was stated the drive support cap is recessed. The customer was changing the infusion set and the reservoir due to the reservoir being empty; customer stated the cannula was not bent. The customer stated the doctor made a change to the settings last month and would be checking if they are accurate. Customer was assisted with completing the set change and prime and was advised to monitor her blood glucose.